Event description:
Hcp reports that device has history of stopping and could be restarted. At refill in 1999 the pump exhibited a "memory error" and the nurse was able to resume the function after a 4 hour stoppage. 2 days prior to event date, pt had a cat scan - pt stated pump alarm beeped x3 and later that day pt experienced increased pain. It was reported that the pump stopped 4 separate times with increasing duration of the stopped time. Pump replaced and the pt is doing well with the new pump. Pain was covered with oral medication and no withdrawal symptoms were experienced by the pt.